Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix exhibited rotation difficulty. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the blood/tissue clogging the helix. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection found no anomalies.